Event description:
It was reported that during a varix procedure, the clips would not advance. Upon the first use, the handle worked normally but no clip was delivered. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.